Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate shock.   The device was started up at 13:25:10 on (B)(6) 2022. At 12:20:46 on (B)(6) 2022, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 12:21:22, the patient received the inappropriate treatment. The patient was in a non-life sustaining rhythm prior to the treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detected. Rhythm at time of treatment was asystole with intermittent cardiac activity. Post shock rhythm was CPR/motion artifact and electrode lead falloff. The electrode belt was disconnected at 13:01:35 on (B)(6) 2022. The patient passed away on (B)(6) 2022.